Event description:
Add'l info rec'd from reporter (B)(6) 2013: pt had a hysterectomy on (B)(6), 2013. The device was found in her uterus. Pathology says the chronic active inflammation was in her myometrium due to the device.

Event description:
In (B)(6) 2009, pt had the essure intrauterine device, manufactured by (B)(4) implanted. All was fine, until she started having pelvic pain in 2011. Yesterday (B)(6) 2013, she consulted her doctor in order for him to explant the device. He couldn't find it in her fallopian tubes; it had migrated to her uterus. The doctor says in order for it to be explanted, she would have to undergo a hysterectomy. Because of the pain she's experiencing, she's willing to proceed. The appointed date is (B)(6) 2013. She will like to ask the manufacturer to be available to provide sufficient information to physicians in order for them to take care of their pts. She says her doctor has called (B)(4) several times and they've never had the courtesy of returning the calls.